Manufacturer narrative:
The pump explant date was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen 2000 mcg/ml (unknown dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2010. It was reported that the patient experienced a sudden change in therapy. Two days after the pump was implanted it became infected and was explanted. The pump was left out for some time. The patient was in the hospital for six months and was in the intensive care unit (ICU). The infection was confirmed, and the strain was (B)(6). No further complications were reported.